Event description:
Neonate delivered via elective cesarean section at 38 weeks. Born with diaphragmatic hernia. Respiratory distress at birth, intubated, stabilized for transfer to tertiary center. Neonate being continuously monitored for o2 saturation, blood pressure and pulse by the datascope passport. When transfer team arrived from a med ctr, their monitoring equipment reflected different results than facility's equipment. Facility's b/p 125/77, transfer team's 54/33; o2 sat - facility's 95-100%, transfer team's 40%. Neonate immediately put on a dopamine drip.